Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device displayed an e4 occlusion message around midnight. The patient changed the battery, cannula, infusion set, and cartridge. The infusion device continued to display the e4 message. The patient's blood glucose elevated to 20 mmol/l by 1:30 am. The patient went to the hospital at 2:45 am. The blood glucose result was 27.8 mmol/l at the hospital. The patient was treated with insulin injections. The patient was hospitalized for approximately 11 hours. The device serial number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.